Event description:
Cord entering the stryker bed caught on fire -- sparks flying and flames shooting. Cord was unplugged from wall. Patient and roommate required evacuation from room due to smoke and foul odor. Fire safety personnel responded to fire. The patient was not on oxygen at the time of the fire. Manufacturer response (as per reporter) for hospital bed, stryker model 2040 bed:technician has come onsite and reviewed the bed and has taken the power cord and the power receptacle/rf filter and will be sending it back to stryker corporate. The bed remains at the facility.